Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high capture threshold was observed. No patient symptoms were reported. The lead was capped and replaced. Patient was stable post procedure.